Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that urine sometimes did not drain from the male external catheter to the leg bag. It seemed to pool up at the tip of the male external catheter instead of draining into the tubing, but there was nothing in the tubing blocking the flow. Representative suggested exercising sides of bag and or taking bag off and reconnecting to release air lock. The lack of air vent in the bag could cause air lock inside the system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube/ kinked tubing/ wrong tubing dimensions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine sometimes did not drain from the male external catheter to the leg bag. It seemed to pool up at the tip of the male external catheter instead of draining into the tubing, but there was nothing in the tubing blocking the flow. Representative suggested exercising sides of bag and or taking bag off and reconnecting to release air lock. The lack of air vent in the bag could cause air lock inside the system.